Event description:
Clinic notes were distributed on (B)(4) 2015 regarding a patient who was experiencing an increase in seizures. The patient "notes no side effects from her vagal nerve stimulator," and the physician stated that "her increasing seizures may be secondary to her vagal nerve stimulator generator battery being depleted, worsening sleeping difficulties, and/or decreases in leveteracitam." The patient has been referred for replacement but surgery has not occurred to date. Attempts for additional relevant information have been made but have been unsuccessful to date.

Event description:
Product analysis for the generator was completed and approved on (B)(4) 2015. Results from the analysis showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient underwent generator replacement on (B)(6) 2015 due to battery depletion, "near end of service -yes." The generator was received for analysis on 09/03/2015. Analysis is currently underway but has not been completed to date.